Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The customer¿s blood glucose was not impacted. Reportedly, the customer performed the fill tubing process until no air bubbles were observed, and insulin delivery was resumed.